Event description:
A healthcare facility in netherlands reported via a fisher and paykel (f&p) healthcare field representative that the tubing of two ojr410 optiflow junior 2 nasal cannulas were detached from the cannula during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) are currently in the process of retrieving further information regarding this complaint. We will provide a follow up report upon the completion of our investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint devices were not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information and the photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photograph revealed that the tubing was detached from the right cannula tube joint. Conclusion: we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). - do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). - ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in netherlands reported via a fisher and paykel (f&p) healthcare field representative that the tubing of two ojr410 optiflow junior 2 nasal cannulas were detached from the cannula during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). New information: new information regarding patient desaturation was received on 01/13/2023. The patient desaturated to 82%, the subject devices were replaced, and the patient recovered to a stable position. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint devices were not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information and the photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photograph revealed that the tubing was detached from the right cannula tube joint. Conclusion: we are unable to determine the cause of the reported fault. However, the reported event was likely caused by the tubing being pulled. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ailure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in netherlands reported via a fisher and paykel (f&p) healthcare field representative that the tubing of two ojr410 optiflow junior 2 nasal cannulas were detached from the cannula during patient use. It was further reported that the patient desaturated to 82%, the subject devices were replaced, and the patient recovered to a stable position. No further patient consequences were reported.